Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿cement augmentation in the proximal femur to prevent stem subsidence in revision hip arthroplasty with paprosky type ii/iiia defects¿ by shang-wen tsai, et al, published by the journal of chinese medical association (2017), published on sciencedirect.com, 6 pages, was reviewed for MDR reportability. The authors evaluated the effectiveness of cement augmentation during revision surgery in the proximal femoral metaphysis during a revision of femoral components to prevent post-operative stem subsidence. Forty patients with paprosky type ii and iiia defects who had undergone revision of femoral components were enrolled. Surgical indications included aseptic loosening, two-stage reconstruction after resection arthroplasty for septic loosening, recurrent dislocation, and periprosthetic fracture. The mean age of the 40 study participants (27 men and 13 women) was 60.9 years (range: 39-85 years). Cylindrical non-modular cobalt chromium stems (depuy aml®) were implanted in all 40 patients. One-gram vancomycin were hand-mixed in each half a pack of 40 g cement polymer manufactured by a competitor. Common intraoperative and postoperative complications included greater trochanter avulsion fractures, stem subsidence, infection, periprosthetic fracture, dislocation, and intraoperative femur fractures. There were no thromboembolic events in the perioperative or early postoperative periods. There was no stem penetration, delayed wound healing, or acute infection, nor were there sciatic, femoral, or peroneal nerve injuries. At the latest follow-up visit, 36 cases were considered osseointegrated stable, and the other four were considered fibrous stable. Three stems that had subsided three, five, and 10 mm, respectively, were stabilized, using conservative management, in the 3rd, 1st, and 14th months. Two of these stems were determined ¿osseointegrated¿, and the third was labeled ¿fibrous stable¿ at the last follow-up. Cup and liner revisions were done for dislocated hip joints. Intraoperative femur fractures were managed using wiring, and a longer stem was used to bypass the fracture site. There were three femoral stem failures in two delayed infections and one periprosthetic vancouver b2 fractured during the follow-up. Resection arthroplasty was done during the 49th and 38th months after surgery for patients with delayed infections. The patient with the periprosthetic vancouver b2 fracture underwent revision long stem arthroplasty 32 months after surgery. Both five-year and 10-year survival rate for the femoral stem were 90.1%. The authors give detailed patient information in table 2 on page five. These patients are listed within the guidance document as cases 1-3. The parent pc contains the information not associated with a specific patient. The femoral head and acetabular components used within this study are unknown. Please link all pcs to this parent (B)(4). (B)(6) yo male with delayed infection. Revision arthroplasty 49 months after index tha.